Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that one day following an intraocular lens (iol) implant surgery, at follow-up, the patient was taken back to the operating room to remove an eyelash that was noted to be trapped under the lens. There was no complication. The reporter also indicated that it is unknown where the eyelash came from if it was on any of the products used or if it was from the patient. Additional information has been requested.

Manufacturer narrative:
Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. (B)(4).